Event description:
A medtronic representative reported a frayed communication power cable on the polestar integration system. Requested a replacement part. There was no pt present.

Manufacturer narrative:
RMA issued. Replacement comm power cable shipped 09/14/2011. Suspect part has not been returned for eval as of the date.